Event description:
During a laparoscopic hernia repair on an unknwon date the staples were not closing and were falling out of the jaws of the device. Every third or fourth staple would not close or would fall into the peritoneum. The staples were not recovered. This occurred with a total of three devices. A fourth device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: device received empty. Visual inspections & results: articulation, precock functional, rotation, and swivel; abc)yes. Staple count; a)0 b)1 c)0. Functional tests & results: cycled the instrument; ac)no b)yes. Analysis conclusion: a) no conclusion could be reached as to why the reported instrument's "staples were not closing" during surgery. The instrument was received empty and no functional testing could be performed. The instrument was examined and was found to be conforming and within design specifications. B) it was concluded that excessive dried body tissue in the cartridge nose may have caused the reported incident during surgery. The instrument was received with excessive dried body tissue in the cartridge nose and with one staple remaining. The instrument was cycled, but the last staple would not feed due to the excessive dried body tissue. C) it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with excessive dried body tissue in the cartridge and with the last staple formed in the cartridge nose, and no functional testing could be performed. Ab)each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.